Event description:
There was a report from a customer about a damaged usb port where the screws were broken. There was no information available on the impact of this issue on the customer's blood glucose level. The pump is expected to be returned for further examination, and a replacement pump with a new serial number has been issued.